Event description:
It was reported by the patient's physician that he was unsure if the patient's vns had depleted prematurely. He stated that the patient previously had a seizure and the vns was interrogated and found to have reached end of service, or eos. The patient underwent vns generator replacement surgery. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The generator was found to be laser routed. During attempts at product return, it was revealed that the facility had disposed of the explanted generator. No additional relevant information has been received to date.